Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, 90% stenosed de novo lesion in the moderately tortuous distal posterior descending coronary artery. After pre-dilating the lesion, a 2.75 x 38 mm rx xience xpedition stent delivery system (sds) was advanced without resistance via radial access and the stent was deployed without difficulty when a dissection was observed. The sds balloon was withdrawn from the stent without difficulty and the stent was then post-dilated. The dissection was successfully treated via deployment of an unspecified stent. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.